Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarms noted. The device had minor scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the customer received a failed battery test from his/her insulin pump. The customer's blood glucose level was 140 mg/dl. Standard troubleshooting was performed. The insulin pump alarmed failed battery. The product is being returned. Nothing further was reported.